Event description:
It was reported via repair work order that the tracks would not engage chair due to a rip in the track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.